Manufacturer narrative:
Preliminary analysis revealed ventricular noise oversensing with non-physiological electrical signals, which led to several inappropriate therapy deliveries; most probably due to a lead issue and/or a connection issue. However, since the lead was not returned for analysis, none of them could be confirmed with certainty. Regular electrical performances were observed since the physician explanted a part of the lead (by keeping actively implanted the other part).

Event description:
The subject isoline has not been extracted (due to critical svc tissue adherences) but it was partially abandoned due to noise oversensing: the operator decided to implant a new is-1 pacing/sensing ventricular lead, isolate and cap the isoline low voltage circuit (is-1) and maintain the high voltage circuit (df-1) active because of no electrical issues on it.

Manufacturer narrative:
.

Event description:
The subject isoline has not been extracted (due to critical svc tissue adherences) but it was partially abandoned due to noise oversensing: the operator decided to implant a new is-1 pacing/sensing ventricular lead, isolate and cap the isoline low voltage circuit (is-1) and maintain the high voltage circuit (df-1) active because of no electrical issues on it.